Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D1, d4, g1, g4 (510k), h4: this report is for an unknown device. Part and lot number are unknown. Without the specific part number, the expiration date, UDI number, 510-k number and device manufacture date are unknown.

Event description:
It was reported that during a total knee arthroplasty (tka), when using the robotic assisted base station device, the robotic assisted satellite station device, the robotic assisted saw handpiece device, and an unknown robotic assisted saw interface device (sasi) it was observed that the robot was not running smoothly. It was reported that there was lots of saw cut out throughout case and was not consistently cutting. It was reported that the system acted as if the saw was off plane. It was further observed that the cuts on the distal femur cut were off by 3mm and that the cuts are not even. It was reported that to troubleshoot the saw cut out issue, the sasi and the handpiece were swapped out and made sure the connections were tightened. It was reported that the case was able to be completed. It was reported that the robot was not mounted to the or bed, but cart mounted. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. No additional information could be provided.